Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6005655 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site. Complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the lot 6005655 was packaging according to the wi version 26, in the line inset 30, on 15/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 09-jul-2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6005655 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to soft cannula issues, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities. For this complaint already have an existing CAPA open for the product and malfunction.

Event description:
To date no additional patient or event details have been received.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results . A complaint investigation was conducted based on the event description and the assigned malfunction code adhesive patch partially lifts during use- trace moisture / minor wetness. Additional information was requested to support the investigation; however, a lot number information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a high level investigation was conducted for the autosoft xc (5 inches) product family and the assigned malfunction. The investigation included an electronic quality management system (eqms) search, assessment of complaint trends, and review of relevant risk management files. The assessment of complaint data for the applicable product family identified an elevated trend for the assigned malfunction. However, no new corrective and preventive action (CAPA) is required because the adhesive malfunctions fall within the scope of an existing investigation (CAPA 2010953). Please refer to the attached memo for full investigation details: autosoft_xc_(5_inches_)_adhesive. Enclosure 1: eqms search results. Enclosure 2: maintenance results. Enclosure 3: raw data for complaint trending. Corrective and preventive action (CAPA) determination . Based on the investigation, the assessment of complaint data for the applicable product family identified an elevated trend for the referenced malfunction. However, no new CAPA was initiated because this malfunction type is already included within the scope of an existing investigation, which covers all infusion care portfolio products. No additional actions are required at the individual complaint level at this time. The complaint record will be closed and continue to be monitored through routine tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this individual complaint. Complaint investigation - conclusion . Due to the absence of a lot number and returned product, the investigation was limited to a high level review of the autosoft xc (5 inches) product family, including an eqms search, complaint trending, and review of applicable risk management documentation. Complaint trending for the product family indicated an elevated rate for the referenced malfunction. However, initiation of a new CAPA is not required because the adhesive malfunctions fall within the scope of an existing CAPA (CAPA 2010953). No further action is required at the individual complaint level at this time. The record will be closed with continued monitoring through routine tracking and trending per wi (monthly trips and alerts). The record may be reassessed if additional information becomes available.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the child patient faced an event on (B)(6) 2025 where adhesive was not fully adhered. The blood glucose level of the patient was 600 mg/dl and had high ketones. Therefore, on (B)(6) 2025, the patient first went to the emergency room and was subsequently hospitalized. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and glucose intravenously as corrective treatment which resolved the issue. On (B)(6) 2025, the patient was released from the hospital with no permanent damage. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.